Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician. It was indicated that they were not present regarding the inability to aspirate the catheter during the procedure. It was noted as being unknown if the patient had any symptoms related to the inability to aspirate the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that during the patient's pump refill, the something felt "different" with the needle going through the silicone. The hcp reported that the silicone wasn't occlusive and didn't feel like it was grabbing the needle as much as it usually does. When the hcp pulled the needle out, there was a clear drop of fluid that came through the skin. Shortly after the refill, the patient reported that their head and body had started to get hot. The hcp put the patient on vitals. There had never been any volume discrepancies and, according to the rep, the managing hcp always refilled the pump themselves with no issues. The hcp uses ultrasound to check that they are in the pump, and so was certain that they were injecting into the pump. The patient reported that they had the same hot sensation during the last refill as well. At the time of the report, the patient was doing well. Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that the patient was admitted to the hospital on (B)(6) 2017 for observation. Additional information was received on (B)(6) 2017 from the consumer. It was reported that the patient had a pump failure on (B)(6) 2017 and went into the ER in critical condition. The patient stated that they were hit with a massive overdose after their pump was refilled on that date. The patient was upset and reported that "something happened. Something majorly went wrong". The patient also reported that they did not know the medication in their pump, that they had baclofen at one point, but was not sure about the current drugs in the pump. Additional information was received on (B)(6) 2017 from the manufacturer's representative. It was reported that the patient's pump was alarming because the pump was stopped. The rep also confirmed that the patient was transported to the hospital after the refill on (B)(6) 2017 due to their symptoms and were discharged on (B)(6) 2017. The patient was referred to a neurosurgeon, but was sent back to their pump hcp. The surgeon suggested that the reservoir volume be checked. According to the rep, the pump showed a reservoir volume of 19.9 ml and that the pump wasn't stopped for 4 to 5 days after the refill and the patient apparently did not have symptoms the whole time but they still chose to stop the pump for an unknown reason. The patient was reportedly upset and communicated to the rep that they had lost consciousness after the refill. The patient reportedly was questioning what to do with the pump. The patient was too scared to have the pump started up again, but was still attempting to determine next steps. No further complications were reported.

Manufacturer narrative:
Other components include: product ID 8578 lot# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter product ID 8709sc lot# n180019009 (B)(4) implanted: (B)(6) 2009 explanted: product type catheter. Updated to reflect the report that the patient's pump was surgically removed on (B)(6) 2017. Updated to reflect the information reported on (B)(6) 2017 and on (B)(6) 2017. Updated to reflect the removal of the patient's pump on (B)(6) 2017. Updated to include device codes (B)(4), (B)(4), (B)(4) after the rep's report of an inability to aspirate the catheter and a volume discrepancy. Device code (B)(4) removed as information received on 2017-jun-16 indicated that this was an expected intervention and that the pump stop was not due to a malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jun-16 from the manufacturer's representative. It was reported that the patient's pump was replaced on (B)(6) 2017. During the pump replacement, the hcp noted a volume discrepancy in the old pump. The expected residual volume was 19.9 ml and the actual was 3 ml. Additionally, during the revision, the hcp was unable to aspirate the catheter, so the old drug remained in the catheter. The new pump was filled with saline. It was confirmed that it would take 26 days, based on the catheter volume of 0.153 ml, for the catheter to be cleared of the old drug. The caller also clarified that the patient's hospitalization on (B)(6) 2017 lasted 48 hours. The rep also reported that the managing physician stopped the old pump on (B)(6) 2017. Additional information was received on 2017-jun-19 from the manufacturer's representative. It was reported that the causes of the volume discrepancy and the inability to aspirate the catheter were not determined. It was also reported that the pump was sent to the hospital's pathology department and it would not be returned until the pump was released from that department. The rep hoped to pick it up within the week. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code (B)(4) no longer applies to the pump and has been updated to code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jun-23. The pump was replaced and returned for analysis. The provided pump logs form 2(B)(6) 2017 indicate that the pump was used to deliver dilaudid [22.5 mg/ml] at an unknown dose, baclofen [100.0 mcg/ml] at an unknown dose, and bupivacaine [6.0 mg/ml] at an unknown dose. A stopped pump period may exceed tube set occurred. The pump had been shut off for 907 hours. No further complications were reported.

Manufacturer narrative:
The pump was returned for analysis. Pump analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.